Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered due to high non-sustained ventricular tachycardia (vt) episodes and high rate episodes on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result ofthis event.